Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he took a serious fall that morning trying to change the infusion set. Customer's blood glucose level was 457 mg/dl. The customer has neuropathy. He was walked through delivering a bolus of 2.0 units. The device was not returned.